Manufacturer narrative:
Patient code: 1750,2120,1994,2597, 3189 - surgical intervention, 3191 - cramping, vaginal pressure. It was reported that following insertion the patient experienced cramping and vaginal pressure. It was reported that patient underwent excision of mesh on (B)(6) 2010, (B)(6) 2015, (B)(6) 2018 and (B)(6) 2019 due to erosion, urinary tract infection, pain and vaginal bleeding. Mwr-12122019-0000624043 represents the adverse event which occurred on (B)(6) 2010. Mwr-12122019-0000624142 represents the adverse event which occurred on (B)(6) 2015. Mwr-12122019-0000624151 represents the adverse event which occurred on (B)(6) 2018. Mwr-12122019-0000624156 represents the adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. No additional information was provided.